Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the investigation revealed peeling of the keypad at the ok key. Keypad was removed to investigate and evidence of contamination was located under all key contacts. The down and ok keys intermittently respond to user presses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the "down" button was unresponsive. There is no additional information available at this time. This report is being made based on the alleged keypad malfunction.